Event description:
It was reported that patients need to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due facility policy.